Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported, that the patient was implanted an unknown hip stem on the left side in 2001 (as the exact implantation date is unknown, (B)(6) 2001 was taken as implantation date). It was also reported: "the patient was operated at the ior, on (B)(6) 2015, for severe wear of polyethylene acetabular, with widespread acetabular osteolysis, femoral and acetabular loosening and dislocation of the implant. During the surgery it has been found that acetabular replanting (for the serious lack of supporting osseous tissues, in particular in the acetabulum, but also to proximal femoral) was not possible. Surgeon proceeded with the explant of the acetabulum (with pins, screws and the insert of polyethylene) and to the resection of the proximal femoral stem, otherwise explantation was not possible, except to put in serious jeopardy the integrity of the femur itself. " products from a competitor were involved (cup, pins, screws, insert), off-label use.

Manufacturer narrative:
It was reported that the patient received an unknown hip stem in 2001 (exact date not reported) and was revised on (B)(6) 2015 due to severe wear of acetabular polyethylene, acetabular osteolysis, femoral and acetabular loosening and dislocation of the implant. No trend was identified. Despite the reported combination of competitor product with zimmer product, a correct compatibility check could not be performed as no product information was provided. In the report received it was written that a competitor's acetabular components were combined with zimmer femoral components. However, the document stated that these information could not be trustful since were exctracted from the implantation report (not received for investigation). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).